Event description:
User allegedly was receiving very low and high readings. User was storing strips in kitchen--was advised not to store them in that area. Customer service sent out control solution with strips.